Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. Diopter: -14.00/+3.50/x106. Device not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm ticm130v4 -14.00/+3.50/x106 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2009. Low vault was observed on (B)(6) 2015. The lens was explanted and exchanged with a diffferent size lens on (B)(6) 2016. Patient's last visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Conclusion - as per dfu for this lens model, ticls are contraindicated for patients over 45 years old. (B)(4).